Event description:
The customer's sibling reported via telephone call that the customer was wearing the insulin pump during a MRI procedure and that the insulin pump alarmed for a motor error. The sibling did not recall the blood glucose reading at the time of the alarm. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.